Event description:
It was initially reported to target that the gdc coil would not advance through a prowler-14 microcatheter. However, upon eval it was found that the coil was separated from its pusher wire, therefore this complaint became an MDR. According to the info received this event did not cause any injury or complication to the pt. The procedure was successfully completed with add'l gdc coils.